Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: the reported event of pump stop was not confirmed. The centrimag motor (serial #: l00085-0019) was returned for analysis and was tested with the returned and associated centrimag 2nd generation primary consoles as well as a test centrimag 2nd generation primary console and functioned as intended. The motor cable was flexed along its entire length during operation and no atypical alarms occurred during testing. The reported event was unable to be reproduced during this investigation. Multiple good faith efforts were sent to retrieve additional information including if there were any adverse events and the patient status; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. As an incidental finding, the motor cable connector cap was missing. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
(B)(4). It was reported that the patient was on bivad centrimag pumps. The centrimag was unplugged from the wall with full battery status and the pump shut off. Both consoles and motors were exchanged to back-up devices.